Event description:
It was reported that the right ventricular tined lead had pulled back and dislodged from the right ventricular apex. It was also reported that the lead was cut when taken out. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment was returned and analyzed. The analysis reveals that no anomalies were found. The proximal conductor was distorted, outer insulation breached cut, and apparent explant damage. Also observed was all conductors blood/body fluid (not obstructed).